Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associate lot numbers (h11b16025, h11c15066) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis event. This is report 1 of 2 involved in this peritonitis event. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer from the USA of peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On (B)(6) 2010, the patient began treatment with dianeal pd4 ambuflex (dose and frequency and lot number not reported) and dianeal pd4 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for that event. It was unknown if a peritoneal effluent culture was performed. Treatment was not reported and at the time of this report, the patient was recovering. On (B)(6) 2011, the patient was discharged. Pd therapy was ongoing. The reporter did not provide an opinion of causality.